Event description:
The account alleges that the brakes will not hold.

Manufacturer narrative:
The account determined that they would remove the device from service and utilize the components for spare parts. This device is out of service and scrapped. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.